Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) via a manufacturer's representative (rep) regarding a patient receiving an unknown drug of an unknown concentration and dose via an implantable infusion pump for intractable spasticity. It was reported that the patient had an infection that was related to the device. The rep believed the area of the infection was the pocket. The infection was confirmed. The patient saw a surgeon which recommended removing the pump because he was concerned that the infection would get into the intrathecal space. The hcp asked for recommendations. The rep thought it was baclofen in the patient's pump. The patients outcome was hospitalization. No further complications were expected or anticipated.